Event description:
(B)(6) incident where the european power adapter was broken.

Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not MDR reportable. A retrospective review of complaints, however identified this incident as MDR reportable. Investigation and conclusion: investigation determined the power supply failed the specification. The failure was reproducible. The root cause was defective mini-usb-plug of globtek power supply. Globtek determined that the failure was user error. The corrective action was to change to kuantech power supplies. The european power supply adapter is not used in the u.s.